Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: enlw1616c95ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 58 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 22 mm in diameter to 21 mm in diameter along a 22 mm length. It was reported that, approximately six years and nine months post index procedure the patient expired. Per the investigator the cause of death was due to cardiac arrest. No additional clinical sequelae were reported.